Manufacturer narrative:
No product was returned for eval. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the info provided to st. Jude medical, the cause for the reported event could not be conclusively determined. The angio-seal instruction for use(IFU) state should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. The angio-seal device instructions for use (IFU) states if pt's have clinically significant peripheral vascular disease, based on published medical literature, the angio-seal device can be deployed safely in pt arteries > 5 mm diameter when there is found to be no luminal narrowing of 40% or greater within 5 mm of the puncture site.

Event description:
It was reported that following a heart catheterization and multiple coronary artery angioplasties, the pt's right femoral arterial access was sealed with a 6f angio-seal vip. During the procedure, the pt was intubated. Twelve days later, the pt's right leg was cold and was taken to the cath lab for a peripheral angiogram. The arterial access was obtained in the left groin and a right leg angiogram was performed. A total occlusion was noted at the proximal right iliac with reconstitution contrast at the right superficial femoral artery (sfa). The pt had severe disease down the right leg. The guidewire was passed down to a level below the right popliteal and an angioplasty was performed. Stents were placed from the right common femoral artery up to the right iliac. The pt was sent back to the room following the procedure and has recovered.